Event description:
The product was used during a hernia procedure. Reportedly, the needle broke. The surgeon used another product to complete the procedure. The hosp has reported no pt injury occurred.